Manufacturer narrative:
(B)(4). Patient information not provided/unknown.

Event description:
It was reported that the driver (B)(4) would not release from the implant. The doctor was able to remove the driver with extreme force and the procedure was completed.

Manufacturer narrative:
One zimmer hex driver was returned for inspection. A visual inspection revealed signs of wear consistent with use at the body and hex feature. The device was functionally tested with an in house mating implant mount and implant drive feature. The device was able to insert and release from the drive features without excessive force required. The event could not be recreated. The alleged malfunction is unconfirmed. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were three additional related complaints for this product lot. These additional complaints describe a stuck driver condition, and are considered similar complaints. Appropriate documentation was reviewed. It was confirmed that all operations and inspections were executed as per applicable procedure. No unauthorized deviations or non-conformances which could cause or contribute to the reported event were documented as part of the DHR. Lot was inspected and accepted by qa. A root cause cannot be determined. The following sections have been updated: b4: date of this report. D3: manufacturer. D4: device expiration is n/a. D4: UDI number is n/a. G2: manufacturer's contact office. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H4: date of manufacture. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.